Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2020 at 03:10:28 the system was powered up. The central control monitor (ccm) was logging but no screen touches are logged indicating a possible issue with the touch screen. At 03:26:26 the system was power cycled without shutting down the ccm, more indications the touch screen may not be working. No touches are logged and the system was power cycled again at 03:35:12. At 03:54:33 a perfusion screen was opened indicating the touch screen was at least somewhat functional. No other touches are made and the system was power cycled at 04:06:38. The log indicates a possible issue with the touch screen or a lack of response from the ccm. There is no way to tell for sure from the log alone if the touch screen was working or not. The service repair technician (srt) was unable to duplicate the reported issue, observing the ccm to function as intended throughout the evaluation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. The touch screen was not fully responding. The cursor follows touch but does not always click on the selection. When it does click on the selection there is a one to two minute delay in opening that selection. The fsr replaced the ccm. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported issue. The ccm was powered on for 26.42 hours and observed screen had complete touch response as expected.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touchscreen was not responding. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.